Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dislocation of the bipolar head from the patient's acetabulum. Due to the patient's complex history , all implants except the modular distal stem were removed and a girdlestone procedure was performed. Rep provided usage reports from prior revisions and confirmed that no further information will be released by the hospital or surgeon.